Event description:
The patient inquired to find therapy information and to receive their previous managing physician's phone number. During their trial their therapy worked great and they had 100% improvement. The patient reported that their therapy had not helped them so they turned their implantable neurostimulator (ins) off 6 months to a year from the day of the report. The patient was implanted for bladder control and the device did not give them a 50% or greater reduction in urinary symptoms. It was stated that the device maybe "gave them and extra half an hour" when it came to going to the bathroom. The patient sometimes she could feel it (stimulation) and sometimes they couldn't. They used the implant for a while and stopped using it because "it was a pain". The patient inquired on what they would need to do to have the device removed. The patient stated pre-existing medical history: they had a test done on their bladder and everything came back fine, a laparoscopic test done and all was fine there too, an operation and physical therapy where they were trying to find out if the patient had "adhesions". The patient had pain sometime back in 2010 and so the healthcare providers they saw started the process of elimination and they told them that adhesions could be the only thing left causing her trouble. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they turned the therapy off because it did not work to control their symptoms. The patient noted that the stimulation bothered them when it was on and that they had been previously reprogrammed by a manufacturer representative (rep) but this did not resolve the lack of therapeutic effect. The patient stated that the implanted devices were causing them pain. The patient noted that the battery had moved about six inches lower than where it was implanted and was causing them pain. The patient stated that the ins was implanted above the waist line but it had moved and was now around the sciatic area in the middle of their butt cheek. The patient noted that they used a wheel chair and stated that sitting was the worst for them. The patient did not know if the moved device was pushing or pulling on something and stated that every now and then it would get worse. The patient noted that it was keeping them up at night and that they were up the night before report until 4 am. The patient clarified that the pain was at the battery site and noted it protruded some. The patient could feel it move and stated that it was like it was twinging on the wire or something. The patient wanted the system removed because it didn't work for them and was causing pain. The patient was advised to follow up with a healthcare professional (hcp). No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.